Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded 3 episodes of anti tachycardia pacing (atp) which were unsuccessful, then a shock was delivered. It was noted that post-shock, there are pacing spikes with no capture at the lower rate limit (lrl), and the patient experienced subsequent syncope. Technical services (ts) reviewed the episodes and noted oversensing due to cross chamber sensing of an atrial pace (ap) event post shock. Ts discussed that post-shock all blanking is nominally at 85 milliseconds; normal brady parameters begin 30 seconds after shock where smart blanking is applied. They also discussed the residual voltage, smart blanking, oversensing post shock phenomenon. Ts sent the 'a closer look' article to the field representative as well as the the newest hrs article. Additional defibrillation threshold (dft) testing was performed which confirmed oversensing due to the blanking period and pacing inhibition. The device was successfully reprogrammed. Additional information was provided that a save to disk was performed and sent in for further evaluation of the episodes. Ts discussed that there was an episode that showed a 41 joule shock that successfully converted the patient's rhythm, then post-shock, the ap was being detected on the right ventricular (rv) channel, but falling in the blanking period which was normal device operation. Ts discussed that unless they have real-time electrograms that there was post-shock oversensing after the post shock pacing period expired, then this was normal device operation based on the information from the save to disk. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that the device was later explanted for normal battery depletion (nbd) and was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis completed in our post market quality assurance laboratory did not identify any device characteristics that would have caused or contributed to the reported post-shock oversensing; however, based on the reported clinical observations it was determined that the oversensing observed clinically was a result of ventricular post-shock crosstalk (i.e., after a shock was delivered and the post-shock pacing time period expired, the ventricular channel oversensed atrial paced events). Residual energy on the defibrillation lead after shock delivery can potentially increase the likelihood of crosstalk. This residual energy dissipates over time post-shock, and therefore the potential for crosstalk decreases also. This issue has been mitigated via software model 2868 version 1.04. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available the event will be updated.